Event description:
It was reported that a broken bur was found inside the attachment in the hospital sterile processing department. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
D4: UDI is unknown as the part/lot number was not reported. H6: the quality investigation is complete.